Event description:
It was reported that this right ventricular (rv) lead dislodged leading to high pacing thresholds and low amplitude. This lead was then explanted and replaced. No additional adverse patient effects were reported.